Manufacturer narrative:
Bayer service performed a system service check out of the stellant injector (sn (B)(4)) on (B)(6) 2020 and determined the injector was operating to specification. The customer discarded the suspect disposables at the time of the incident; however, they were able to provide a lot number for the stellant CT disposable kit. The testing of a retained sample is pending. Once the evaluation is completed, a follow-up report will be submitted. Additional applications training was offered; however, the customer declined.

Event description:
The site reported the following: a (B)(6) year old female patient with a history of pulmonary emboli (pe) and deep vein thrombosis (dvt) underwent a CT scan of the chest with intravenous contrast enhancement while connected to a stellant injector system. A large amount of air was visualized within the heart on the subsequent CT images. Although the patient was asymptomatic throughout the procedure, the emergency room physician decided to transfer the patient by helicopter to a specialty hospital at which time they were placed into a hyperbaric chamber for further care and treatment. The current status of the patient is unknown.

Manufacturer narrative:
Bayer product analysis tested a retained sample from stellant CT disposable sss-ctp-qft kit, lot number 8576430. No visual or functional defects were identified. Functional testing concluded that the retained disposables performed to specification with no problems observed. This information does not constitute an admission that the device, the company or its employees caused or contributed to a reportable event.